Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found a broken catheter body. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-feb-2012, UDI#: (B)(4). Implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 8000 mcg of fentanyl at 4501.0989 mcg/day, 690 mcg of clonidine at 388.21978 mcg/day, 15 mg of bupivacaine at 8.43956 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2019, it was reported that the patient experienced increased pain. The patient had been having a significant increase in their pain which the patient attributed to a flair in their complex regional pain syndrome (crps) brought on by recent dental procedures. The patient also recently had several falls. A dye study on (B)(6) 2019 revealed a break just distal to the anchor and an inability to aspirate csf. The device diagnosis was a catheter kink. The entire system was replaced on (B)(6) 2019 and was expected to be returned to the manufacturer. At the time of replacement, the hcp could not pull the distal portion of the catheter from the intrathecal space so it was left in and tied off. The patient had reportedly lost 4 inches in height and it was believed that there was compression of the catheter. The patient's pump had an estimated less than 48 months of battery life. Due to this and the multiple drugs in the pump, replacement of the pump to a newer model occurred at the time of the catheter revision. The issue was considered resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the device diagnosis wasupdated to catheter cut/break. No further compilations were reported/anticipated.